Manufacturer narrative:
The 23mm sapien 3 valve was not returned to edwards for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. The device history record was reviewed and did not reveal any manufacturing non-conformance issue that would have contributed to the reported event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for svd calcification post implantation was confirmed based on medical record. A review of the DHR provided no indication that a manufacturing nonconformance would have contributed to the complaint event. A review of the IFU revealed no deficiencies. An existing edwards technical summary documents the root cause analysis on valve calcification over the time in patient. Per technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported complaints for calcification and svd - calcification did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these complaints. As reported, 'an echo (tte) performed at 2 years and 6 months revealed thickened or calcified aortic valve tissue prosthesis with limited excursion of the most anterior prosthetic leaflet. Severe aortic valve prosthetic stenosis/obstruction, prosthesis systolic mean gradient 61 mmhg, with an orifice area of 0.72 cm2. Mild aortic valve periprosthetic regurgitation, trivial prosthetic regurgitation and severely calcified mitral annulus with extension into the sub-valvular apparatus'. In additional, noted that patient had hyperlipidemia, which is a risk factor due to elevated cholesterol levels being implicated in the vascular calcification process. Tissue calcification is a very common failure mode of structural valve deterioration (svd), which can manifest in the form of stenosis with thickened leaflets and regurgitation, as reported. As such, available information suggests that patient factors (hyperlipidemia) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Event description:
As reported by the edwards field clinical specialist, approximately 2 years and 7 months post implant of a 23mm sapien 3 valve, the valve was "failing" in the aortic position. The patient was treated with a valve-in-valve with a non-edwards valve. A periprocedural echo (tee) after valve deployment of the 1st valve, revealed a mean gradient of 8 mmhg. At 1 month follow up revealed that the mean gradient measured 17 mmhg. Currently, the patient presents with symptoms including dyspnea on exertion. Also been hospitalized multiple times in the past few months with heart failure and atrial fibrillation. An echo (tte) performed at 2 years and 6 months revealed thickened or calcified aortic valve tissue prosthesis with limited excursion of the most anterior prosthetic leaflet. Severe aortic valve prosthetic stenosis/obstruction, prosthesis systolic mean gradient 61 mmhg, with an orifice area of 0.72 cm2. Mild aortic valve periprosthetic regurgitation, trivial prosthetic regurgitation and severely calcified mitral annulus with extension into the sub-valvular apparatus.

Manufacturer narrative:
The investigation is ongoing. Device remains implanted the patient.

Manufacturer narrative:
A supplemental report is being submitted based on review of medical records. Upon review of medical records, an echo performed at 2 years and 4 months revealed bioprosthetic aortic valve is in good position, leaflets appear calcified, severe stenosis, trace regurgitation, with aortic valve mean gradient of 40mmhg and aortic valve area of 0.94cm2. A transcatheter aortic valve replacement (tavr) with moderate to severe stenosis. The patient was symptomatic causing congestive heart failure (chf) when in atrial fib with rvr.